Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to unknown reasons at this time. No further information was provided, however, it has been requested. No additional adverse patient effects were reported.